Manufacturer narrative:
Describe event or problem updated the event description. Preexisting medical conditions: added the patient's pre-existing conditions. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm rupture and death.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an aortic arch aneurysm. The physician prepared for a right axillary artery-left common carotid-left axillary artery bypass to maintain blood flow to the branch vessels of the aortic arch. Two conformable gore® tag® thoracic endoprostheses were deployed from the brachiocephalic artery. Then, a gore® excluder® aaa endoprosthesis, contralateral leg component (plc161000j/14937879) was implanted as a chimney graft from the brachiocephalic artery to the ascending aorta. Intra-procedure imaging did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2018, the patient condition became suddenly deteriorated with aneurysm rupture of the aortic arch. Cardio-pulmonary resuscitation (CPR) was performed, but the patient condition did not get improved. The patient expired later on the same day. Reportedly, an autopsy result confirmed that there was a lot of hematoma around the aortic arch aneurysm, indicating that the aneurysm rupture had occurred. Also, a cause of the aneurysm rupture was likely to be a gutter endoleak between the proximal ctag device (which of the implanted devices was unknown) and the contralateral leg component.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm rupture and death.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an aortic arch aneurysm. The physician prepared for a right axillary artery-left common carotid-left axillary artery bypass to maintain blood flow to the branch vessels of the aortic arch. Two conformable gore® tag® thoracic endoprostheses were deployed from the brachiocephalic artery. Then, a gore® excluder® aaa endoprosthesis, contralateral leg component (plc161000j/14937879) was implanted as a chimney graft from the brachiocephalic artery to the ascending aorta. Intra-procedure imaging did not reveal endoleaks, and the patient tolerated the procedure. On (B)(6) 2018, the patient condition became suddenly deteriorated with aneurysm rupture of the aortic arch. The patient expired later on the same day.